Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector block was broken and it further noted that the lower case was broken, the battery wire insulation was pinched though the wire insulation was not compromised and that it needed the new battery shorting bar. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.